Event description:
It was reported that patient had acute respiratory failure due to operation of esophageal carcinoma. Catheter was inserted into superior vena cava via internal jugular vein on (B)(6) 2007. Catheter was used to measure central venous pressure and drug/fluid infusions, including catecholamine. Later, catheter was used to measure cardiac output using distal lumen and picco plus-pulsion medical systems norepinephrine infusion was active in medial lumen. First injection (15 ml cold 0.9% nacl) evaluation of arterial pressure was observed at 110/80 mm/hg. Reading was observed at 200/90 mm/hg. Catheter was immediately removed from patient on (B)(6) 2007. Patient remained in ICU at time of report with serious state of health, but pressure normalized after cath. Removal and insertion of new cath. Physician doesn't associate cath. With patient's current condition. Follow-up report will be filed if more information becomes available.

Manufacturer narrative:
(B)(4).